Event description:
It was reported that the patient's pacemaker was not transmitting any data at home. Then, the patient was followed up in the clinic and it was discovered that the device could not be interrogated. The device was explanted and replaced. The patient was in stable condition.